Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the reservoir was connected to a drain. During the procedure, the locking mechanism on the plate had been broken, thus, the reservoir did not work. There were no adverse consequences reported. No further information is available.

Manufacturer narrative:
Reservoir was received for evaluation. Lock does not work due to the latch of the plate is broken. After analysis it was found that the latch was broken possibly by final user handling after the manufacturing process was completed. Under this condition the plate will remain open and an open plate cannot be package in the inner pouch. Based on the present analysis, it is determined that the reported complaint is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.